Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated the alarms would occur at random. It was also found a no delivery alarm occurred during a bolus delivery. Customer was able to receive 10 units out of their 11 unit bolus. The customer was able to deliver the remaining 1 unit of their bolus. Customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and cracked case near display window corners noted during our visual inspection.